Manufacturer narrative:
Model number/catalog number: sc-2218-50 ; serial number: (B)(4); batch/lot number: 16740428; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the four leads was fractured.